Event description:
It was reported that during a laparoscopic removal of the cervix procedure, they received relax pressure on blade, tighten assembly and replace hand piece. The entire time the generator was given the errors the device was laying on the table and not being used. When they went to clean the device the blade broke off, but did not fall into the patient. A second device was used to complete the procedure with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage . Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an instrument error or blade lockout later in the procedure, and continued usage can result in a broken blade. The ¿relax pressure on blade; reactive instrument to continue¿ yellow message screen is advising that the instrument has been loaded to the point where output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the jaws. Release the activation switch and reactivate the instrument to continue. The ¿tighten assembly¿ yellow screen appears when the instrument may not be properly assembled to the handpiece.